Event description:
Millex-millipore medical grade, sterile, 0.22mm filter (cat#slgsm33ss) is allowing blood to pass through the transducer of a kidney dialysis machine.

Manufacturer narrative:
Conclusion: millipore is not planning a corrective action at this time. However, a sample box of millipore dualex plus transducer protector filters (cat#slgvs25ps) was forwarded to seton med ctr for eval.